Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on (B)(6) 2025, she experienced a hyperglycemic event. No fingerstick was done prior to her being in the hospital. She mentioned that her dexcom receiver gave her 86 mg/dl, so she drank juice and took glucose tabs, but it just kept telling her she was low. She mentioned that she was 900mg/dl when she was at the hospital. The patient was discharged from the hospital one week later. She reportedly declined to provide additional event details. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.